Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported four hundred and eighteen times that while using a bd venflon¿ pro safety shielded IV catheter, leakage was observed. The following information was provided by the initial reporter, translated from french to english: we have again a blood reflux by the injection site on the reference (B)(4) but with a batch not mentioned in the batch recall.

Manufacturer narrative:
Follow up MDR for device evaluation. No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. We would be very interested in examining product that does not meet your expectations and our quality standards. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis of the affected device. Examination of the product involved may provide clarification as to the cause for the reported failure. We regret any inconveniences this incident may have caused you and your facility. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.